Event description:
It was reported that following elevate anterior implantation, the physician has observed "pain caused by the eyelets which the mesh fixated on the fixation arms." The physician "has performed some revision surgeries and removed the locking eyelets. This was after full ingrowth of the mesh." No additional patient complications have been reported in relation to this event.